Event description:
Reporter calling, stating she has had problems "for at least six months" using her albuterol inhalers. Reporter states that when attempting to use the inhaler, she is not receiving the full dose of medication and has to squeeze the inhaler multiple times to receive the proper dose. Reporter states she needs to have a functioning inhaler due to her breathing problems. Reporter states "I called the 1-800 number on the box" because she states she is unable to return the inhaler to her local pharmacy for replacement after she has used it. Reporter states she is frustrated that her inhaler is malfunctioning and not delivering the correct dose of her albuterol.